Manufacturer narrative:
The reported events of failure to capture and low lead impedance were not confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis with the helix found extended and clogged with dried blood/tissue. X-ray, electrical and visual analysis were normal with no anomalies found. All other damages were sustained during procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited failure to capture and low pacing impedance. The lead was not used and was replaced during procedure on (B)(6)2023. The patient was stable.